Manufacturer narrative:
Device is a combination product. Patient identifier - (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that in (B)(6) 2011, no action was taken to treat this event.

Manufacturer narrative:
Correction: date of birth corrected from (B)(6) to (B)(6). (B)(4).

Event description:
(B)(4). It was reported that during a coronary stenting treatment procedure, the patient experienced slow re-flow, and post procedure a myocardial infarction occurred.. Lesion 1 was located in the right atrioventricular (r-pav). The lesion was 90% stenosed, 2.25mm in diameter and 10mm long. The lesion was treated with predilation and placement of a 2.25x12mm taxus element stent. Residual stenosis was 0%. Lesion 2 was located in the saphenous vein graft of the 1st obtuse marginal (om). The lesion was 70% stenosed, 3.5mm in diameter and 20mm long. The lesion was treated with direct stent placement of a 3.5x20mm taxus element stent. Residual stenosis was 0%. Following placement there was slow reflow that spontaneously resolved after a few minutes. The next day, the patient experienced myocardial infarction. Per source, cardiac enzyme elevation was consistent with protocol definition of a myocardial infarction. The patient was discharged on aspirin an clopidogrel.